Event description:
It was reported that pump experienced malfunction alarm identified as malfunction 16, after which customer's blood glucose reading displayed as "high" with specific value unknown. Customer addressed high blood glucose with correction injection using multiple daily injections, did not require assistance from a third party, and planned to use multiple daily injections as backup therapy while waiting for replacement pump; technical support arranged shipment of replacement pump.